Event description:
A surgical technician reported a pt presented with flap striae 1 day following lasik surgery. The flap was lifted and rinsed. In a follow up, the technician reported the event had resolved five days later. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).